Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to dislodgement. No adverse patient effects were noted.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.